Event description:
It was reported that during a da vinci surgical procedure, the customer noted that the fenestrated bipolar forceps instrument would not work properly because the cable was frayed. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch up cable was found to be frayed at the distal clevis hub. The frayed strands stuck out at the wrist. Other cables at wrist were not damaged. An additional observation not reported by site was that the instrument's main tube exhibited scratch marks/abrasions. The distal end of the main tube had various scratch marks with light material removed. The scratches were .075 - .210 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable and/or main tube found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.